Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump battery was depleting quickly. Customer declined to further troubleshoot with tandem technical support. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 165 mg/dl.